Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported events of not receiving alert on high blood glucose. Customer reported no new alert was triggered, not shown in alarm history and not in reports. Alarms were not silenced. Customer reported this behavior only occurred during night. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.